Manufacturer narrative:
Product complaint #(B)(4). Additional information: d9. H3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device visual analysis of the returned sample determined that the device was returned inside it's package unopened; upon visual inspection, a foreign matter was noted to be inside the packaging and appears to be cardboard box. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on how the cardboard box was introduced inside the sterile package, it is possible that the cardboard box adhered to the device during the packaging process due to static. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2025 and topical skin adhesive was used. It was found that there was a foreign matter like an insect in the package. This event was found before use. Another product was used to complete the case. There were no adverse consequences to the patient. Further details are not provided.

Manufacturer narrative:
Product complaint # (B)(4) additional information: h6 component code: g07002 - device not returned d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Inside the sterile barrier. Are there any photos of the foreign matter available .yes is it possible that the foreign material fell into packaging upon opening of device? No was the product seal on the foil still intact when the package was opened? Unk will the device be returned for evaluation? If yes please return all relevant packaging material. Please perform and document the follow up attempt for product return. The device will be shipped. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.